Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: evaluation of the returned device revealed that the shaft was kinked 1cm from the strain relief and 2.5cm from the distal tip. The kink near the tip was aligned with a sidehole. A short length of braid protruded from the sidehole. There was no evidence of any product quality deficiencies. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a shaft kink occurred. The 90% stenosed lesion was located in a moderately tortuous and non calcified vessel. The physician attempted to engage a 7f art3.5 sh mach1 guide catheter but the device got kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed braid protrusion.